Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of a "bubble" at one of her scs system incision sites. The physician suspected a possible infection and drained the site. The patient was prescribed antibiotics and will be monitor. Note it is undetermined which site (i.e. Ipg, lead) the "bubble" was located.